Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata shunt was not adjusting properly. According to the report, the patient has been experiencing severe and frequent headaches.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the patient was experiencing headaches again and that the shunt needed to be adjusted. According to the report, a few months ago the shunt was adjusted to 2.0 and the symptoms improved, however, the patient is not feeling well again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.